Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided the following responses on the questionnaire relating to a contaminated endoscope. No patients were involved. Pre-treatment steps were performed by aspirating water from the channels and rinsing of the channels. The pre-treatment detergent and manual cleaning detergent was ddn9. The following points were brushed: working/suction channel, suction piston, working channel port and distal extremity/area around the elevator. The brushes used for manual cleaning were albyn medical double brush 5mm and 11mm, brush 5mm, +olympus adapter maj2319. No manual disinfection was performed. The reprocessor is soluscope 4. A horizontal storage cabinet is used to store the endoscopes and olympus provides maintenance. The endoscope was not sterilized. The olympus (B)(4) tested the subject device and tested positive for 1 colony forming unit of gram positive bacteria. The olympus service center evaluated the device and found the following: bending section rubber glue separated, scratch on insertion part/connecting tube, switch section scratched and angulations out of specification. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing of the subject device, it tested positive for microbial contamination. It tested positive for 3 colony forming units of pseudomonas aeruginosa in all channels. No patients were involved.